Event description:
Patient reported that implantable neurostimulator (ins) was not lying flat anymore. It was like digging into back side, patient could now only feel part of ins (with hand on skin), patient noted that it was getting worse/progressing and sitting was painful. Patient called doctor and was directed to call medtronic and that a medtronic representative would next beat the clinic on (B)(6). Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a revision done (B)(6) 2017 the ins came out of the pocket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional mentioned the device had migrated and it was poking into the superficial skin. They re-positioned the interstim and it resolved the pain while sitting and ins not staying flat. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the battery came out of the pocket and was poking out of their skin so they did a revision and put it in a deeper pocket. The issues were reportedly resolved.